Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump was rebooted to clear an alarm, and approximately 10 minutes later, the pump "chirped" and lost power. The patient was reportedly able to get the pump to power back on by removing and reinserting the battery. The reporter denied any damage to the pump casing or the battery cap, and confirmed that the battery cap secured properly to the pump. Troubleshooting could not determine the cause of the power loss. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: unexplained power reset events were observed in the black box on (B)(4) 2013. No physical damage was observed to the returned battery cap or battery compartment; the returned battery cap fastened securely and held power to the pump. The pump booted to the verify screen with audible and vibratory features. The pump was exercised for 24 hours using the returned battery cap and no power loss was duplicated during testing. The pump cover was removed and there was no evidence of loose components or moisture contamination identified inside the pump. The initial complaint was verified in the history but could not be duplicated during the investigation.